Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap nissen, the device dropped the needle after one pass and second device was opened. The second device did the same thing. Another device with a different lot number and worked just fine. The needle from the device fell off the endostitch device inside the patient after one pass. The device fragment was not left in the patient.